Manufacturer narrative:
There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, there is no indication or evidence that a product issue occurred that meets the criteria of a reportable malfunction.

Event description:
It was reported on post-operative day 1, following a da vinci-assisted single port (sp) thymectomy procedure for myasthenia gravis, the patient experienced a post-operative hemorrhage resulting in an open re-operation. The patient was admitted to the intensive care unit (ICU) on extracorporeal membrane oxygenation (ECMO) in critical state after the re-operation. Currently, the patient is still in the hospital recovering. In regards to the reported event, the surgeon stated, "this was not considered to be due to any defect in the sp system."